Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 occlusion occurred between the set and reservoir and site is inserted between the qr and insulin is greater than normal resistance. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.